Manufacturer narrative:
E1; reporter institution phone numbe r (B)(6). E1: reporter street address: (B)(6). Analysis was performed where they observed the nbp measurement and was able to replicate the issue. Diagnosing the nbp measuring perform nbp measurement and found equipment malfunctioning. Ran additional nbp test and it showed that the nbp pump is faulty. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump. The issue was resolved by replacing nbp pump. The device returned to full functionality.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the blood pressure measurement was inaccurate. The device was in clinical use at time of event; there was no adverse event reported.